Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while administering insulin to a dog using a 1 ml bd insulin syringe with 30 g x 8 mm bd ultra-fine ii¿ needle the needle detached from the syringe causing the insulin to leak. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) 1cc, 8mm, 30g syringe in an open poly bag from lot # 6228509. Customer states that the needle detached from the syringe and caused insulin leakage. The returned syringe was examined and exhibited a detached cannula. The loose cannula was returned in the shield of the syringe. The sample was also examined under the microscope and under uv light and exhibited adhesive runoff onto the hub and little adhesive in the hub of the syringe. The loose cannula also exhibited adhesive on the cannula shaft. Sample will be forwarded to manufacturing ((B)(4)) for further investigation. Based on the sample received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause: the probable root causes for this issue are: misadjustment of the adhesive nozzle. Flow on adhesive nozzle is set too high. Based on the above, no CAPA is required at this time. DHR a review of the device history record was completed for batch# 6228509. All inspections were performed per the applicable operations qc specifications. There were zero (0) defects or notifications noted during production of the above referenced batch.

Manufacturer narrative:
Investigation summary: on 10oct2017, (B)(4) received one (1) 1ml, 8mm, 30g syringe in opened polybag from batch# 6228509. All samples were decontaminated per (B)(4) prior to being evaluated. Upon evaluation by (B)(4), similar findings to those found in franklin lakes were noted with no additional information to be provided at this time. The (B)(4) plant recently upgraded the needle lines with additional lighting and camera upgrades with the intent of better detection of adhesive runoff and/or insufficient adhesive.